Manufacturer narrative:
After installing the battery pump alarmed fail battery test due to corroded battery tube compartment noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed battery alert. The customer¿s blood glucose level was 136 mg/dl. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.